Event description:
Philips received a complaint from the hospital medical examiner (me) on the v60 ventilator indicating that a 1104 "backup alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was swapped with another device with the same model. There was no reported delay in therapy or medical intervention. The report indicated that the device has exceeded its service life and will be kept in the me room without being used.

Manufacturer narrative:
Per good faith effort (gfe) response, the device was not returned to philips, so no troubleshooting was performed. The device exceeded its useful life and was stored in the medical engineer's room as it will not be used in the future. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. D4 - product UDI is corrected